Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 3.6, lab: 2.7. Patient self tester tested within 30 minutes of inratio meter testing.

Manufacturer narrative:
Investigation pending.